Manufacturer narrative:
Please note that device code (B)(4) also applies to this complaint. This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of the neuron 6f 070 delivery catheter (neuron 070) became detached from the shaft of the catheter after the protective mandrel was removed from the cardboard backing and pulled away from the tip of the neuron 070. As a result of the neuron 070 tip detaching, the braiding wire within the neuron 070 began to unravel. The scrub nurse stated that the end of the neuron 070 was securely stuck to the mandrel. The damaged neuron 070 was found prior to use and was not used for the procedure.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 and is being corrected on this follow-up #02 MFR report:(B)(4). 1. Section g. Box 4. Date received by manufacturer h3 other text : placeholder.

Manufacturer narrative:
Result: the neuron 6f 070 delivery catheter (neuron 070) was fractured approximately 96.5 cm from the hub. Adhesive residue was observed on the packaging mandrel. Conclusion: evaluation of the returned device confirmed that the distal tip of the neuron 070 was fractured from the catheter shaft and the coil wire was unraveling. This type of damage typically occurs due to improper handling during removal from the packaging card. If the distal tip of the neuron 070 is restrained during removal of the catheter from its packaging, this type of damage may occur. All penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.